Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent minimum fill notifications occurred after filling a cartridge with 300 units of insulin. The issue occurred with multiple cartridges. Customer provided a blood glucose level of 400 mg/dl. Reportedly, new cartridges were loaded to address the issue.